Event description:
The customer reported that a patient bled out and died after undergoing a pancreatectomy. Reportedly, hemostasis had been achieved in the operating room, and the bleeding occurred post-op. To date, the site has not provided any further information.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.